Manufacturer narrative:
(B)(4). Complaint conclusion: after prepping the smart control (iliac 10x60ml), it was confirmed that the tip of the stent was exposed about a couple of millimeters. Therefore the stent was replaced with a new device. The procedure finished successfully. There was no reported patient injury as the device was not clinically used. The product was stored and handled according to the IFU (instructions for use). There was no difficulty removing the device from the packaging. The product was inspected and prepped according to the instructions for use. There was no difficulty encountered flushing the stent delivery system (sds). The target lesion is unknown. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is unknown. The product was not returned for analysis. A device history record (DHR) review of lot 17119152 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - premature/prior to use¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Handling and procedural factors are unknown. According to the instructions for use ¿after careful inspection of the pouch looking for damage to the sterile barrier, carefully peel open the pouch and extract the stent delivery system from the tray. Examine the device for any damage. If it is suspected that the sterility or performance of the device has been compromised, the device should not be used. Evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. Advance the device over the guidewire through the hemostatic valve and sheath introducer. Note: if resistance is met during delivery system introduction, the system should be withdrawn and another system should be used.¿ neither the DHR nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
After prepping the smart control (iliac 10x60ml), it was confirmed that the tip of the stent was exposed about a couple of millimeters. Therefore the stent was replaced with a new device. The procedure finished successfully. There was no reported patient injury as the device was not clinically used. The product will not be returned for analysis.  The product was stored and handled according to the IFU.  There was no difficulty removing the device from the packaging.  The product was inspected and prepped according to the instructions for use.  There was no difficulty encountered flushing the stent delivery system (sds).  The target lesion is unknown. The patient¿s vessel level of tortuousness and calcification is unknown. The rate of stenosis is unknown.